Event description:
Caller reported a cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded a cartridge and resumed insulin therapy, and the issue was resolved.